Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2019 - 00684, 0001822565 - 2019 - 04001.

Event description:
It was reported patient underwent initial right total hip arthroplasty. Subsequently, the patient was revised approximately 7 years later due to pain, elevated metal ions, and tendinitis. During the revision, altr and tissue damage were noted with trunnion corrosion and poly debris within the shell locking ring. Significant heterotopic ossification was noted but some left in place to prevent further damage to surrounding tissue. The head, neck, liner, and locking ring were replaced without complication. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.